Event description:
Customer reported unexpected negative reactions with all cells of panoscreen, lot 49658 when testing a patient sample that contains a warm autoantibody. Repeat testing performed with the same reagent also resulted in negative reactions. The patient had no prior transfusion history. Repeat testing performed with a different set of the same lot of panoscreen resulted in 2+ reactions. Antibody identification testing performed using panocell - 10, lot 49663 resulted in 2+ reactions with all cells tested.

Manufacturer narrative:
The patient was transferred to another facility; antibody screen performed at this facility using gel technology resulted in positive reactions (3+). A repeat antibody screen performed using the tube method resulted in positive reactions (3+). The customer returned product and sample. Tested the patient's plasma sample with returned and retention panoscreen, lot 49658 using n-hance as the potentiator. Panoscreen, lot 51682 was also tested; an autologous control was also tested. The patient's plasma sample exhibited no reactivity in all phases of testing with panoscreen. Reactivity was observed with the patient's autologous control at immediate spin (is) and antiglobulin phases of testing. The patient's sample was further tested and did not demonstrate reactivity with two examples of I-red cells at the is phase of testing. The patient's sample was qns for further testing.